Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an excision of previously placed mesh on (B)(6) 2009 concurrently with the implant due to exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted; and another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted due to erosion, dyspareunia, infection, stress urinary incontinence, recurrent cystocele, recurrent rectocele. It was reported that following insertion the patient vaginal mesh erosion, recurrent cystocele and rectocele, bladder infections, pain, dyspareunia, urinary problems, abdominal and pelvic pain, corrective surgeries, and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2009 and on (B)(6) 2013 due to mesh exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.